Manufacturer narrative:
(B)(4).evaluation summary:the device was received for evaluation. A visual inspection determined that there was a pool of liquid inside the housing of the device. This was due to a missing film-wrap. It could not be determined why there was a missing film wrap. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume folfusor leaked. The device was being filled with nacl when it was identified that the fluid was running into the bottle. There was no patient involvement. No additional information is available.